Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the chocolate 018 percutaneous transluminal angioplasty balloon to treat a chronic total occlusion (100% stenosis) in the mid segment of the superficial femoral artery with calcified and fibrous lesion characteristics, a 3 mm × 18 mm balloon was first used to dilate the lesion and then a 5 mm × 120 mm constrained balloon was used for dilation from distal to proximal. During the second dilation, difficulty was encountered advancing and withdrawing the constrained balloon, so the balloon was removed from the body and guidewire prolapse was observed after removal. The device was then replaced with evercross balloon and a drug-coated balloon, and the procedure was completed. No patient symptoms or complications were reported, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event.